Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 25 mg/dl at the time incident. Customer¿s other relevant blood glucose level was 35 mg/dl. The customer was treated with food. Customer experienced symptom such as seizures. Customer was using insulin pump system within 48 hours of reported event. The customer stated that insulin pump¿s auto mode was inactive. Customer did not allege insulin pump was over delivering. Customer reviewed the programming of insulin pump and it was accurate. Customer was advised to monitor and follow up with the healthcare professionals instructions. The insulin pump will not be returned for analysis.